Manufacturer narrative:
Philips service replaced the host pc and restored the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent bootup failure occurred, and the host pc was replaced multiple times on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.